Manufacturer narrative:
(B)(4).

Event description:
It was reported that immediately after closing the pocket during the implant procedure, it was noted that the right atrial lead was dislodged. The lead was explanted and replaced successfully next day without any adverse consequences to the patient, the patient's condition was stable post procedure.